Event description:
It was reported that during a stenting treatment procedure the stent dislodged. The unspecified lesion was calcified. The 2.75 x 24 mm taxus element stent dislodged at the lesion. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a stenting treatment procedure the stent dislodged. The unspecified lesion was calcified. The 2.75 x 24 mm taxus element stent dislodged at the lesion. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that the condition of the returned device was not consistent with the complaint incident. However, the distal section of the stent was found to be stretched distally and the hypotube kinks were also noted. A visual and microscopic examination identified stent damage. The distal section of the stent was stretched to approximately 3m distal to the tip. The stent measured 39mm in length. The outer diameter (od) of the damaged section was measured using a snap gauge, and measured at 1.5mm. The od of the stent area where no damage was present was measured at approximately 0.97mm. The proximal end of the stent remained in the correct position. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Severe kinks were present throughout the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).